Event description:
It was reported to boston scientific corporation on february 4, 2022 that a flexiva pulse tractip laser fiber was used in a procedure performed on (B)(6) 2022. During the procedure, the tip of the laser fiber broke off. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been returned for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.